Manufacturer narrative:
One stapled closed 3ml packaged syringe was received by bd canaan and confirmed to be from batch #7269839 (p/n 303401). The sample was visually evaluated. The syringe was found to have the vial access cannula tip broken at the narrow section of the hub. DHR review for batch 7269839 (p/n 303401): manufacturing dates: 10/02/2017 to 10/03/2017. Batch quantity was (B)(4). Assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7269839 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Confirmed: bd (B)(4)was able to confirm the customer's indicated failure. Root cause undetermined. Based on the severity assigned to this complaint and the results of the complaint lot history check, CAPA is not required at this time.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tips on bd" syringes with interlink¿ vial access are breaking in vials. Two nurses received scratches from the broken tips. There was no report of injury or medical intervention.